Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had blank screen and station was not turning on. The customer stated there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer found that the pixie bus cable in the seven-drawer auxiliary had come into contact with the top drawer's back panel, causing a thermal event and triggering the power supply's crowbar mode. The cable was replaced, and the cable dressing was adjusted to prevent future contact. Operation and user access were successfully verified via the med application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had blank screen and station was not turning on. The customer stated there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative correction: section d unique identifier (UDI) and medical device model the report that the station had dark screen and will not power on was confirmed by the bd field service. The field service engineer evaluated the station: inspection revealed that the pyxibus cable area on auxiliary station drawer 7 had come into contact with the back panel of the top drawer. This contact triggered a thermal event, causing a station power supply issue cable was replaced visual inspection of the pyxibus cable observed no issues multimeter continuity testing also observed no issues there was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had blank screen and was not turning on. As per part investigation, it was found that pixie bus cable in the drawer 7 auxiliary had come in contact with the top drawer back panel and this caused a thermal event. There were no adverse events or injuries reported based on this event.